Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the lead was attempted, not implanted due to high thresholds and undersensing. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.